Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a moderately tortuous, mildly calcified lesion with 80% stenosis in the distal right coronary artery. The lesion was pre-dilated using a 2.5x12mm balloon. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. There were no abnormalities reported in relation to anatomy. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent failed to cross the lesion. Upon removing the device, following failed delivery, the stent was noted to be deformed with the ends flared out and was unable to be pulled back into the guide catheter. Stent dislodgement also occurred. The dislodged stent was removed from the patient with a snare. No further clinical sequelae reported.

Manufacturer narrative:
Evaluation summary: device was returned with guide catheter, three-way port and snare. The stent was not present on the balloon but was returned attached to the snare. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. Deformation was evident to the entire stent, with struts stretched and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified. Additional information: no difficulties were noted when removing the protective sheath. The device was inspected post-removal of the sheath with no issues. The non-mdt guide catheter had no damage on removal from the patient. The procedure was not completed and the patient status was confirmed as fine. (B)(4).